Event description:
It was reported that a new ilet pump user experienced prolonged high blood glucose and administered three separate meal announcements after being advised by her clinician to address sustained hyperglycemia, while customer care advised against multiple meal announcements and recommended relying on the correction algorithm. Symptoms included hyperglycemia. Outcomes included troubleshooting and education with a plan to wait one to two hours and assess the need for supply changes. Investigation included customer care review of use behavior and device guidance. Investigation of this case revealed no device malfunction reported and suggested user-driven dosing behavior as a likely contributor while the correction algorithm was expected to address the elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.